Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2013-05011. It was reported that during preparation for a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The de novo, 100% stenosed lesion being treated was located in the right coronary artery. During preparation, the physician noted that the stent of an 24x4.50mm omega stent delivery system was missing. The device did not enter the patient. The physician then began to prep a 28x4.50mm omega stent and it was noted that the edge of the stent was deformed. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Returned product consisted of an omega stent delivery system (sds) and stent with a carrier tube (hoop). There was contrast in the inflation lumen and on the shaft and stent and blood between the balloon folds. The balloon was tightly folded with the stent secure on the balloon between the markerbands. The first two rows of struts on the proximal end of the stent were bent, flared and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. Although it was reported that the stent was deformed during prep and the device was not used, the presence of contrast media and blood is indicative of handling beyond simply prepping the device, as was reported. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2013-05011. It was reported that during preparation for a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The de novo, 100% stenosed lesion being treated was located in the right coronary artery. During preparation, the physician noted that the stent of an 24x4.50mm omega stent delivery system was missing. The device did not enter the patient. The physician then began to prep a 28x4.50mm omega stent and it was noted that the edge of the stent was deformed. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.